Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was 225 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer stated that the drive support cap appears to be normal. Customer stated that the insulin pump passed the displacement test. Customer also stated that the reservoir compartment had cracks. Customer also stated that e70 alarm did not occur. Customer stated that she got a motor error yesterday. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.